Event description:
The customer reported that the device displayed a red x while sitting and plugged in.

Manufacturer narrative:
(B)(4). The customer reported that the device displayed a red x while sitting and plugged in. The device was later found to be unresponsive. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.